Event description:
As reported by the sales rep per the user facility: reports, accessed port and flushed without difficulty. Hooked up taxol and began infusion. Returned 1 hour later and noted large taxol spill on pt's chest. Found surecan tubing disconnected from needle at black hub. Reports attempted to disconnect several other surecans at same place and all were bonded tight. Add'l info provided by the facility indicated that pt suffered no adverse sequela associated with the incident. The pt's shirt was removed immediately and pt's skin was bathed, with no redness noted on the skin. This was a reported isolated incident.

Manufacturer narrative:
The actual device in the reported incident was returned to the MFR to be evaluated. The tubing was separated from the black female ll adapter on the set. Visual examination shows evidence of hazing on the tubing, which is a result of solvent application, indicating that solvent was applied at the time of mfg. The o.d. Of the tubing and the critical dimension of the smallbore female ll adapter tubing insertion were measured and found acceptable. Although no inventory remained of the reported lot number, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test.